Event description:
(B)(4) MDR - after an implant duration of about 33 months it was reported that pacing impedance was too low (< 200 ohm). Furthermore, artifacts were observed. No adverse pt side effects have been reported. The device was explanted.

Manufacturer narrative:
(B)(4) MDR.